Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot f704 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of f704 for the reported issue shows no trends. Trends were reviewed for complaint category centrifuge bowl leak/break. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned kit is still in progress. A supplemental report will be filed when the analysis is complete.

Event description:
The customer is reporting a blood leak in the centrifuge chamber that occurred during the treatment. The leak was said to have occurred at the beginning of the second cycle. The customer stated that a streak of blood was observed at the top of the centrifuge wall. There was no fluid that had leaked under the bowl ring, but the customer mentioned that it appeared the leak had come from the top seal of the bowl. The patient was in stable condition and was not affected by the incident. The customer will be returning the kit for investigation.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. Kit lot f704 was reviewed. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot f704 identified an increase in complaints associated with the centrifuge bowl leak/break complaint category. An investigation has been initiated in response to the increase of centrifuge bowl leak/break complaints observed with kit lot f704. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trend was detected for this complaint category. A kit, smartcard and photograph analysis was conducted for this complaint. A review of the customer returned products confirmed the reported centrifuge bowl leak/break. The smartcard confirmed that a blood leak alarm occurred during the treatment. The customer supplied photographs show the interior of the centrifuge chamber with a thin red line indicating a blood leak occurred. Evaluation of the returned kit determined that the blood leaked through the seal located at the top of the bowl. Further analysis of the returned kit determined that there was insufficient bonding between the bowl body and the ceramic seal. The poor bonding between the two components resulted in the reported centrifuge bowl leak/break. A material trace used to build kit lot f704 found no related non-conformances. The device history record review did not identify in any related non-conformances and this kit lot had passed lot release testing. Issue-0299 has been opened to determine if further action is required. Investigation complete. (B)(4).